Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited shock impedance measurements that were >125 ohms. A red alert was issued. A boston scientific crm technical services consultant discussed trouble shooting the lead by performing pocket manipulation and isometrics while running impedance tests, and the potential for a loose setscrew. The patient was to be seen in the clinic within two days. Boston scientific crm received additional information that the shock impedance for this device and lead continued to have daily measurements that were >125 ohms. Another red alert was issued in latitude for the out of range measurements.

Manufacturer narrative:
The patient was seen in office for a device check and to evaluate the lead. Maneuvers were performed to try to reproduce the high impedance, but no high impedances were seen and the patient was sent home. The in-clinic impedance measurements were within normal range, as have been the recent remote interrogations. It was later reported that the patient was brought in for further lead testing. A minimum and maximum energy shock were delivered, which produced shock impedance measurements of 35 ohms. It was later reported that the shock impedance was again >125 ohms in the daily measurements. The patient was seen in office, but no shocks were delivered and no changes were made to the system at that time. No additional information is available. Should additional information be received, this event will be updated. The field representative noted that the clinic was aware of the shock impedance issue and was continuing to monitor the patient and device. No adverse patient effects were reported.

Manufacturer narrative:
The field representative later reported that the patient had already been admitted and defibrillation thresholds (dfts) had been assessed. A high energy shock had been delivered where normal impedances and normal device function had been noted. No further action was planned for this patient and issue. The date of the lead testing was not available.